Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A territory manager reported that the pump began rebooting on (B)(4) 2012. She confirmed that the pump and battery cap were intact and that the battery cap was secure. The reporter confirmed that the battery cap is changed every six months per recommendations and stated that the battery was recently changed.

Manufacturer narrative:
(B)(4): a review of the black box history verified the pump rebooting on (B)(4) 2012. There were no alarms noted related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to tightly secure to the pump with no visible yellow o-ring noted. A battery cap contact test was performed with no battery contact connection issues noted. The pump was exercised for 24 hours with returned battery cap with no power loss issues. The pump cover was removed and no moisture or damage was found to battery flex.